Event description:
During a polypectomy procedure, it was reported that, while performing the surgery with a 5mm truclear scope, the incisor blade window lock function for the truclear incisor plus blade 2.9 was defective. It was reported that the axial laser marks were not in the correct spot at the cutting window hindering the surgeon from window locking with the blade. (B)(4).

Manufacturer narrative:
A visual inspection of the subject device could not confirm the issue due to the product not being returned. A review of the device history records of this device from the supplier indicated that there were no outstanding issues related to this device during manufacturing. Root cause could not be determined due to insufficient information. Therefore, complaint (B)(4) will be closed. If subject device is returned in the future, complaint (B)(4)will be re-opened and the product evaluated. At this time, no further investigation will be implemented. (B)(4).